Manufacturer narrative:
E3: occupation: rt(r) / ci / vi. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the destination slender sheath was removed from the right radial artery (rra) a tr band was deployed and 13ccs of air was placed in the band. The syringe was removed and when the tech turned back around the airport tube connecting to the balloons had fallen off and the balloons were deflated. Manual pressure was held, the band was removed, and a new tr band was placed. Successful hemostasis was achieved. The procedure performed was a percutaneous translumical angioplasty (pta) of the right common iliac artery (rcia). The estimated blood loss was less than 250cc. The reported event did not result in patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for inflation tube detachment because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The operations quality engineer was notified about this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).